Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd emerald¿ syringes had foreign matter on them. The following information was provided by the initial reporter, translated from french: "sterile blistered syringes stained black at the level: syringe a: on the tip of the syringe. Syringe b: on the wing of the syringe. Syringe c: on the tip and the wing and on the base of the needle. Syringe d: on the tip of the syringe. Current patient status: clear, the defect was identified before the patient was dispensed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2023. Investigation summary: a device history record review was completed for provided material number 303034 and lot number 2006112. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) physical samples were returned for evaluation by our quality engineer team. However, through examination of the returned samples, no signs of defect could be observed. Twenty retained samples were also obtained for investigation from the manufacturing facility and no signs of defect could be identified. Although we could not identify the reported issue through the returned samples, based on the provided feedback, it is possible that this incident was related to embedded particles in the syringe. Embedded particles may be produced within the molding machinery. Due to the high working temperatures, some particles can remain stuck in the internal walls of the mold and become burnt. During the molding process, these particles may then become embedded into the molded components. This is a cosmetic defect with no risk to the health of the patient as the particles are embedded into the syringe without the possibility of detachment.

Event description:
It was reported that 4 bd emerald¿ syringes had foreign matter on them. The following information was provided by the initial reporter, translated from french: "sterile blistered syringes stained black at the level: syringe a: on the tip of the syringe. Syringe b: on the wing of the syringe. Syringe c: on the tip and the wing and on the base of the needle. Syringe d: on the tip of the syringe. Current patient status: clear, the defect was identified before the patient was dispensed."